Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18. Oct. 2011, part: 03.221.010 / lot: 7613425. No ncrs were generated during production. Review of the device history record(s) showed complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of both parts does not fit properly. Passing of cerclage wires works, but, not smooth. This was detected preoperatively. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation confirmed that the tips from the instrument pliers are deformed. The document review for material and production showed that the instrument was produced in october 2011 and met specification. Furthermore these instruments underwent a 100% functional inspection before leaving the plant. Without any additional details it is unfortunately not possible to determine the cause for this deforming. Per the technique guide, when opening and closing of the loop instruments, excessive force should be avoided otherwise deformation of the tubes is likely. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.